Event description:
A customer reported that a dull knife was used during surgery with no impact to the pt. The surgery was completed by using an alternate knife.

Manufacturer narrative:
The sample has been received and is awaiting eval. The device history records for the component lot was reviewed. No abnormalities that could have contributed to the complaint were found during the review. The associated lot (1) was released based on acceptance criteria. A root cause has not yet been identified. (B)(4).